Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11 corrected fields: h6 (patient codes).

Event description:
It was reported that during a pre-use check, the cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the unit and was able to reproduce the reported issue. While diagnosing autofill failure, stm noticed significant blood infiltration in drain tubing. Blood intrusion contaminated crm, safety disk, drain tubing, blood back filter, purge manifold, and vacuum reservoir. The stm replaced the crm assembly, safety disk assembly, blood detect tubing, purge manifold, and vacuum reservoir. Stm also isolated autofill failure to drive manifold and replaced the drive manifold. The stm performed a complete pm with full calibration, functional testing, and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a pre-use check, the cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.